Event description:
It was reported that the customer was unable to charge the pump using the tandem-provided wall power adapter, and charging cable. There was no reported impact to the customer¿s blood glucose level. Customer tried a non-tandem wall adapter and non-tandem cable which resolved charging issue. Cts to send replacement tandem wall adapter and charging cable via two-day shipping. Pump began charging. No further assistance required.